Manufacturer narrative:
The insulin pump had no escape button response due to corroded keypad traces. The functional testing could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act button the insulin pump was worn out and it took more than one button press to get a response. It was noted that the customer needed medical attention due to low blood glucose readings of 45 mg/dl and stated that the pen he used wasn't working. Customer's blood glucose reading at the time of the call was 118 mg/dl. No further information reported.